Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 470mg/dl. Troubleshooting found no air bubbles or leaks in the tubing or reservoir and the drive support cap was normal. The customer stated that the site is changed every 2 to 3 days. The high pressure test passed. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction.the customer was advised to call back if further assistance is needed as it appears that the pump is operating as designed. The customer's blood glucose at the end of the call was 456 mg/dl and was advised to follow up with their doctor regarding the high blood glucose.